Event description:
Physician reported that following an unsuccessful attempt to treat a lesion in the rca, a bail-out was performed to retrieve the guideliner, guide catheter, and boston scientific liberte stent delivery system. It was found that the guideliner separated into two pieces while contained inside of the guide catheter. The physician did not see the breakage under fluoroscopy, and could not confirm at which point during the procedure this separation occurred. The bail-out procedure was performed successfully and the case was cancelled. No patient adverse effects were reported.

Manufacturer narrative:
Manufacturer's investigation concluded that this malfunction was the result of guideliner incompatibility with the boston scientific liberte stent used during the procedure. The guideliner compatibility chart clearly states that the guideliner is compatible with devices less than or equal to 0.056" in diameter, while the liberte stent requires a minimum guide catheter diameter of 0.058". No patient impact was reported.